Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured. The reason for recapture was not reported. The final grade of paravalvular leak (pvl) and central aortic regurgitation (ar) was reported as mild. Complete heart block (chb) was also noted during the implant procedure. An unspecified vascular complication was noted at the completion of the procedure. At the completion of the procedure moderate pvl was reported. There was no treatment reported for the pvl, ar, chb or vascular complication. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: enveor-n, lot: unknown, product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.